Manufacturer narrative:
Context: a client from finland told to biomérieux that he had problem when using the emag® (ref. (B)(4), s/n: (B)(6). The client set the elution volume to 25 l but he observed that for 2 samples, the elution volume was lower than 20 l. In consequence, he had to repeat the extraction leading to a delayed result of 2 days. No error message was displayed by the instrument. Investigation: on (B)(6) 2021, the field service engineer (fse) went to the customer site to try to solve the issue. According to the fse report, the issue seemed to be related to a mis-calibration of the aspiration head vertical position alignment that could have negatively impacted the ability to evenly aspirate from the wells. The fse intervention (re-calibration of the aspiration head) solved the issue and the functionality of the instrument left section was fully restored. The exact same issue as the one described in the present investigation re-occurred on 01-apr-2021, and fse intervention on site was required. Evaluating the instrument at the manufacturing site was not possible since the instrument was under heavy use. However, the full collaboration of the fse on the field was achieved to gather as much information as possible about the issue. The fse carried out a second vertical head calibration again, this time recording the adjustment pulses as a part of the investigation. The fse recovered the configuration files before and after the calibration and sent them to the florence site for investigation. (The second event did not lead to delayed result and therefore was not reported). Given the correlation between the two cases, this second instance was treated as the continuation of the first one. Based on the available information it seems that both occurrences were not detected by the instrument. However, this is an expected behavior when the user is operating the instrument in semi-manual mode, by pipetting the eluate directly out of the disposable vessels. According to emag system risk analysis, in order to avoid low eluate volumes, the instrument must be operated in fully automated mode: the pipettor transferring eluate to the segments can detect any lack of eluate by means of its internal pressure sensor during aspiration. The issue was correctly detected by the user when pipetting the eluate for downstream operations. The investigation concluded that the instrument behaved as expected. No further criticality needs to be reported. Conclusions: the cause of the issue was an unexpected vertical misalignment of the aspiration head, either caused by an abrupt movement of the instrument, or an accidental collision of the head itself with the user during operation. The issue was solved by restoring the calibration values in configuration files to values close to the factory defaults.

Event description:
A customer in (B)(6) notified biomérieux of delayed results for two samples while using the emag® instrument (reference # 418591, serial # (B)(4)). The customer set the elution volume to 25 l but then observed that for two (2) samples, the elution volume was lower than 20 l. Since there was not enough elution volume for two samples, the customer had to process more sample material. This lead to a delay of two (2) days in reporting results. There were no error messages on the final report and it stated the runs were successful. A field service engineer (fse) was dispatched to the customer site. The fse confirmed that the aspirator head needed a realignment. The customer confirmed that the system was operating as normal after the alignment. For the impacted samples, one was for a patient and the other was a control. The patient sample was re-ran after two (2) days. The customer confirmed there was no patient harm or incorrect treatment. A biomérieux internal investigation has been initiated.